Manufacturer narrative:
Complete UDI# provided. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chol - "the surgery was done tuesday (B)(6). During the procedure, the surgeon did clip the cystic duct and really closed the device very good (maybe he even used to much force). Clips were in place, but due to historical experiences with (B)(4) (see other cer's) he wanted to be sure. After 2 days, re-intervention necessary, due too biliary leakage. During a reintervention, inspection learned that the clips were lying 'loose' in the abdomen, so not on the structures anymore. Patient had to go for 3 days to ICU and at this moment still recovering in the hospital. This incident is also reported to the (B)(6) of the hospital. It might be that they will report this to the company as well, I'll aks the surgeon today again after the status of the patient. Patient status (B)(6) 2015: patient is doing well, will go home monday (B)(6) 2015." Type of intervention - "lap inspection, laparotomy and closing the biliary structure again; drains were placed." Patient status - "after 3 days ICU, still recovering in a 'standard; room on tuesday, (B)(6)."